Event description:
Towards the end of a procedure with the tenex system treating a calcium deposit in the patient's elbow, a portion of the microtip needle separated from the rest of the handpiece. The user reported the handpiece stopped cutting and there was a change in sound. There were no patient complications reported.